Event description:
On or about (B)(6) 2011, this (B)(6) female underwent a total left hip arthroplasty under dr (B)(6) at (B)(6) hospital. A stryker rejuvenate modular neck and stem device was implanted. Pt because symptomatic with hip and sent to see (B)(6). Hip aspiration was done at (B)(6) hospital on (B)(6) 2013. On (B)(6) 2014 pt underwent revision of left hip and had stryker rejuvenate device explanted by dr (B)(6) at (B)(6) hospital. Extensive debridement of the joint was done.